Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote transmission with episodes of auto mode switching. Review of the egm's showed oversensing of far r events of a fib. Programming changes were made. Patient condition is fine.